Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, no insulin exited the tubing during customer's self troubleshooting. Customer's blood glucose ranged from 300-400 mg/dl. Reportedly, the supplies were changed to address the event.